Manufacturer narrative:
The cause of the vessel perforation and bleeding is most likely patient condition related since multiple areas of bleeding in patient's brain were shown and air was noted in the abdomen indicating high suspicion of perforation. The pump passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp suffered a brain bleed. A full body CT was performed in response to low hemoglobin and multiple brain bleeds were identified, in addition to air in the abdomen indicative of a perforation. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.